Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pocket infection. After the leads were removed, hemostasis was difficult to accomplish with manual compression and the bleeding was pulsatile. At this point, there was significant concern for arteriovenous fistula. Vascular surgery was consulted. A 6 french right femoral arterial access was obtained and vascular surgery was performed. The ipg system was replaced at a later date. No further patient complications have been reported as a result of this event.